Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air water cylinder, jet tube, and air water tube each had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found foreign matter in the nozzle. Additionally, there were external defects of the suction cylinder, air water flow issues from the nozzle, reduced angulation due to stretched wires, a collapsed and damaged bending section cover, the resin on the bending section cover was cracked, a chipped and damaged universal cord, and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: d9.: (the correct date returned to manufacturer has been obtained and provided). H10: per the customer¿s response, reprocessing was not documented by the customer or olympus service department. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the air/water cylinder, auxiliary water channel and air/water channel could not be identified. However, it¿s likely, the cause is related reprocessing not being completed, due to leakage occurring from the suction cylinder and biopsy channel. The suggested event is detectable and preventable, by handling the device in accordance with the following sections of the instructions for use: IFU states, that detection method in gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.